Manufacturer narrative:
A2-a4- patient information received. B5: event description - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent coiling treatment for an aneurysm in posterior communicating artery. The procedure was completed well.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium prime pushwire returned without implant coil attached and missing from the pushwire. A break was found on the pushwire between the positive load indicator (pli) and break indicator with the actuator interface (ai) and positive load indicator not returned for analysis. The release wire was found extending out of the proximal end of the remaining pushwire and broken off from the ai. A kink was found on the pushwire at the proximal end. No damages or irregularities were found with the remaining pushwire. There is no way to confirm whether a mechanical detachment using an instant detacher was attempted due to the missing ai. The break is indicative of a manual detachment attempt; however, the attempt was not performed at the break indicator as instructed per instruction for use. The coin was found to be present and partially pulled away from the lumen stop; with the shield coil present and intact. The coin was successfully retracted by pulling on the exposed release wire, however, resistance was encountered. The cause of this resistance is likely due to the kink on the proximal section of the pushwire. Without returned the implant coil and instant detachers, any contribution of the implant coil and instant detachers to the non-detachment could not be determined. We were unable to determine the cause of non-detachment¿ during the procedure. It is possible that the kinked in the pushwire did not allow to release wire pulled back from the lumen stop. The cause of the pushwire kinked could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one coil would not able to detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician attempted to detach the coil two or three times each with two different instant detachers and 2 times attempted with manual detachment, but the coil did not detach. After remove from the patient and the physician could detach the coil but he lost the coil. No patient injury was reported.